Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025 the patient called back and repeated that the therapy never seemed to work properly. The patient mentioned that they adjusted settings but that didn't help, so they were thinking there might have been something wrong with the "initial placement of it." The patient repeated that they were getting message 'internal device battery is low' on their programmer. The patient's managing doctor left their practice and the patient still hadn't heard from their local rep with recommendations for other doctors in their area. The patient requested physician listings, so the agent re-opened the case and emailed listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they thought the device was not working properly. They felt it down their leg but not in the pelvic floor. The therapy had helped quite a bit but patient still had bowel issues often. The patient tried contacting their managing healthcare provider (hcp) but it appeared this physician was no longer practicing. The agent offered physician listings but the patient was hoping to find doctor's closer to them and their preferred neighborhoods. The agent emailed field staff regarding request. The manufacturer representative (rep) responded and said that they called the patient. The patient called back a few days later and stated they wanted to make an appointment with their hcp that implanted their device because their battery was "just about up" and patient stated they have questions, but patient stated their dr was no longer in business. Patient stated they were expecting a call from a rep and stated the rep did call but they missed it and could no longer access the voicemail the rep left. The agent sent another email to the rep to contact patient again.

Event description:
Additional information was received from the patient. They reported that they met with their hcp on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the device being placed in the wrong area was not determined. When asked the most likely cause they reported that they had constant discomfort down side of their leg and a problem with incontinence that was not resolved. The steps taken to resolve the issue were, multiple attempts to adjust the settings of the device and multiple doctor visits to see if symptoms could be improved. The issue was not yet resolved. They also reported that they battery was not functioning. The doctor that placed the device was no longer in practice, but they found a new doctor that doctor was going to help determine next steps to resolve the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.